Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the patient informed a nalu representative that there was an infection at the incision site. Patient had the full system explanted on (B)(6) 2023 due to infection.

Manufacturer narrative:
Infection is a known inherent risk of surgical procedures and there are no indications that the nalu system caused or directly contributed to the infection. No allegations of system or component failure were received prior to explant.